Event description:
The patient was at home and brought to the hospital because the patient line was leaking from the point where the catheter meets the hub. The line could not be used and needed to be re-wired in a procedure with anesthesia the following day. The line was in place for 73 days when it failed. Since last year, there have been 10 other patient reports of a bard powerline failure at the same location on different bard products (french size and number of lumens). Previous events that were reported to bard: same failure with single lumen bard powerline. Device was not saved. Same failure with single lumen bard powerline. Device was not saved. Same failure with one lumen of double lumen bard powerline. Device was not saved. Same failure with one lumen. Device was not saved. Same failure with one lumen. Device saved and sent to bard for analysis. Same failure with one lumen. Same failure with single lumen. Note, this was the first failure for the patient in this report. Two devices failed for this patient. Device returned to bard. Same failure with both lumens of a double lumen catheter about 2 days apart. Device not saved. Same failure with single lumen device. Device saved. Waiting to send back to bard for analysis. Same failure with red lumen of double lumen catheter. Device in place for 487 days. Oldest patient at child age. Device not saved. All of the patients noted above required an additional procedure with sedation and/or anesthesia. We continue to have this issue and have met with bard representatives.